Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving dilaudid (5.0 mg/ml at 3.0039 mg/day), bupivacaine (40.0 mg/ml at 24.031 mg/day), and clonidine (250 mcg/ml at 150.20 mcg/day) via an implantable infusion pump. The indication for use was noted as malignant pain. It was reported the patient experienced symptoms of fatigue and 'over-medicated.' The patient reported the symptoms on (B)(6) 2016. The clinical diagnosis was noted as intrathecal medication side effects. The event resulted in an unscheduled clinic or office visit. The interventions taken included a reprogramming of the device on (B)(6) 2016. The outcome of the event was noted as resolved without sequelae on (B)(6) 2016. The etiology of the event was noted as related to the device or therapy, not related to the implant procedure, and related to the intrathecal medication of clonidine with a drug action that caused the event being noted as adding new drug. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.